Manufacturer narrative:
Manufacturer narrative: enter any relevant changes made in tabs: common for initial mdrs: b3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd foreign matter evident on catheter. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about abnormal catheter found before use. It was reported that when the customer checked the catheter before puncture, they found a small object attached to it, like a blister.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality team. The sample was sent for fourier transform infrared (ftir) spectroscopy to identify the material on the catheter. The ftir results indicate that the material is likely related to a silicone polymer or a derivative of silicone of unknown composition. It should be noted that this silicone does not cause harm to the user and is used to aid the catheter penetration process. Visually, the sample contains visible silicone and a "thread." For the "thread," the chemical composition of the foreign material did not yield a strong enough match to accurately determine the most probable identity. As a lot number was unknown for this incident, a review of the production history records could not be completed. It is most likely that the excessive silicone was dispensed during the siliconization process of the final assembly stage. A cause for the ¿thread¿ could not be identified at this time. Actions related to foreign matter are currently being addressed through a related corrective and preventive action plan. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.